Event description:
The customer initially reported that the battery would not stay latched.

Manufacturer narrative:
The customer initially reported that the battery would not stay latched. The customer evaluated the device, and then reported that he resolved the issue by realigning the battery pca to make a complete electrical connection.